Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on, on multiple occasions. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Root cause is unable to be determined.

Event description:
The customer contacted stryker to report that their device does not power on, on multiple occasions. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.